Event description:
It was reported that an exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the membrane port. This was observed during compounding in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h11. H4: the lot was manufactured between may 24, 2024 and may 25, 2024. H11: the actual device was received for evaluation. A visual inspection was performed on the returned sample, and the reported issue was not easily identified. A review of the returned sample was performed, and it was noted that there was a leak from the administration spike port. Functional testing on the actual sample was performed and also noted a leak from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined. However, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted into the spike port tubing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.